Event description:
It was reported that, "the patient underwent right hip replacement surgery in 2003." It was further reported that, "after implantation, the patient heard an audible sound emanating from his right hip. As a result, patient experienced pain and discomfort in the location of his right hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.